Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires had separated from the gray jaws of the cutting device. This was noticed before putting the device into the incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Small specks of blood were observed on the harvesting tool handle. The heater wire was observed to be bent, slightly twisted, and detached at the tip of the hot jaw. The remained attached at the based of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "material twisted/bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wires had separated from the gray jaws of the cutting device. This was noticed before putting the device into the incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.